Manufacturer narrative:
Summary of event: as reported, during an endoluminal isolation procedure in the thoracic aorta for a patient with aortic dissection, an unspecified black foreign matter was discovered inside the packaging of the 'aurous centimeter vessel sizing catheter'. The issue was discovered when the user opened the package and noted that there was fallen hair on the operating table and upon inspection, the user discovered there was still foreign matter inside the package. The procedure was successfully completed by replacing the catheter. The patient did not require any additional procedures or experience adverse effects due to this event. A section of the device did not remain inside of the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. Foreign matter was not found within the package; however, a photo provided by the customer shows foreign matter. It is possible that the foreign matter fell out of the package during transport. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device and photo provided by the customer suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an endoluminal isolation procedure in the thoracic aorta for a patient with aortic dissection, an unspecified black foreign matter was discovered inside the packaging of the 'aurous centimeter vessel sizing catheter'. The issue was discovered when the user opened the package and noted that there was fallen hair on the operating table and upon inspection, the user discovered there was still foreign matter inside the package. The procedure was successfully completed by replacing the catheter. The patient did not require any additional procedures or experience adverse effects due to this event. A section of the device did not remain inside of the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). G4: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.